Event description:
The manufacturer received information in relation to a dreamstation auto CPAP. There was no report of serious or permanent harm or injury. During evaluation of the device at a third-party service center, corrosion in connector was found. The unit was found to be functional. No other problems were detected. The device was scrapped.